Event description:
The customer received questionable results for creatinine jaffe gen.2 (creaj) on ten patient samples that were run from (B)(6) 2014. Of the 10 samples, it was determined that 8 samples had erroneous results reported outside of the laboratory. The physician had complained about the high creaj results. The customer indicated that the samples were repeated on the original instrument and were also repeated on another instrument. The customer indicated that the repeat results on the two instruments matched. All results are in mg/dl and are in the format of initial/ repeat. Patient 1: 1.3/ 1.0; patient 2: 1.4/ 0.9; patient 3: 1.1/ 0.9; patient 4: 1.1/ 0.8; patient 5: 1.1/ 0.9; patient 6: 1.1/ 0.9; patient 7: 1.0/ 0.7; patient 8: 1.0/ 0.7. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number of the creaj reagent in use was 68411101, with an expiration date of 02/28/2015. The field service representative found that an internal wash valve would not open. He replaced the valve and verified it was working with an air purge. The system performed according to specification. The customer calibrated and ran controls, which were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.